Event description:
Additional information was received from the patient. Patient reported "losing count" of how many times they voided at night. Frequency is about the same or even worse than prior to evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens). Patient said they just had trial implant surgery (B)(6) 2017. Patient reported a manufacture representative (rep) was suppose to call them on (B)(6) 2017, but nobody has called. Patient is calling in to report problems and has questions. Patient says they were still under anesthesia and they released the patient too early. Patient didn't understand the instructions on the "machine" because they were still under anesthesia. Caller states device did not work and further states not knowing if it was working. Caller states they checked it and it was set at 0.2v and they know it is wrong. Caller confirmed putting it up to 1.1v. Patient went to the bathrooms 30 times the night of (B)(6) 2017 and so nothing is working. Patient is lost and needs some help. Patient also inquired about whether or not they should feel stimulation all the time. Feeling stimulation was reviewed with the patient. Caller states they need to talk to someone else and will call the surgeon. No further patient complications have been reported as a result of this event.